Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a case. After acquiring images, the surgeon noticed that instrument tracking was inaccurate. They attempted to proceed to see if issue would resolve with use, but it did not. The clinical consultant (cc) swapped out camera cart for another one onsite and tracking accuracy was usable. Case continued with other camera cart. It was noted that recently a cc reinstalled software to attempt to clear this issue prior to today's surgery. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2 additional information: d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial lot/sw version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was not measured precisely in mm. The physician made the determination in that case that navigation was too inaccurate to continue using that camera.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the issue. The logs were reviewed. Identified one session corresponding to the reported issue date. The user performed a sacroiliac and thoracolumbar (spine) procedure on the incident date. The workflow progressed from selectprocedure instruments acquire images navigation, followed by multiple back-and-forth transitions between acquireimages and navigation. The reviewed archive contained four imaging system exams, each consisting of 192 slices with 0.83 mm thickness and spacing. No irregularities were observed in rabbitmq service, graphics processing unit (gpu) activity, or database operations, and no segmentation faults were detected. No log evidence or errors were found to explain the auto-registration inaccuracy. Based on available data, anatomical movement relative to the reference frame during screw placement was suspected but remains unconfirmed, as such events are not captured in logs or archives. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy amount was confirmed unknown by the physician.